Manufacturer narrative:
(B)(4). Additional information received: sample not available. It was contaminated during the procedure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number p4rh8c, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopy, the clips came out crooked and did not generated pressure at the time of shooting. The patient was not affected.